Event description:
Abbott ID now use for covid-19 under emergency use authorization (eua): result was negative, but positive with pcr. Confirmed with pcr that came back positive, recently started using approved np swabs. FDA safety report ID # (B)(4).